Event description:
It was reported that the patient underwent a surgical procedure to review this inflatable penile prosthesis (ipp) due to the device was no longer functional and would not inflate. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir. No further patient intervention is required.